Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in belgium that during an unknown surgery on (B)(6) 2022, it was observed that a part of the coolpulse 90 electrode with hand controls device was lost in the patient's joint. It was unknown if the part of the device was found. The status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: additional information was received from the reporter that all pieces were removed from the patient, there was no medical intervention and the patients outcome was ok.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the coolpulse 90 electrode with hand controls was received and evaluated in the laboratory. Visual inspection of the device revealed that it was not received in its original packaging. The tip of the device was missing. The suction tube shows biological residues. The ceramic tip shows several wear marks and biological residues. Finally, the electrode shaft, handle, buttons, cable and plug did not show any signs of damage. The electrode was sent to the manufacturer for further evaluation. The vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. A visual inspection of the device revealed that the device has not been returned in the original packaging. The active tip is detached from the device and has not been returned; also, procedural debris visible in suction tube. Finally, minimal distortion of device shaft. The electrical and functional test were unable to complete due to device damage. A DHR review has been performed for the complaint device lot number u2009070; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra no containment or correction action related to the individual complaint is required. Visual inspection revealed that the suction tube has been significantly eroded on the returned device indicating that the device has been operated for a long period of time. We would expect the detached tip to show evidence of a considerable amount of activation if it was available for investigation. The failure mode seen has been reviewed by technical authority who have confirmed this failure is consistent with a similar reported serious injury complaint which was further investigated under a CAPA. This CAPA concluded the root cause(s) of this type of failure was a combination of prolonged use, low vacuum pressure and surgeon technique on soft tissue which can result in suction tube erosion and tip detachment. Our analysis showed the severity and frequency of this failure mode where the suction tube has eroded and the active tip becomes detached and remains in patient post procedure is as anticipated in the risk assessment. No corrective and or preventative actions have been implemented. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.